Event description:
Baxter reported 1 incident of a leak in the transfer set due to a crack in the tubing of the set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.